Manufacturer narrative:
Product ID: 977a275, serial# (B)(6), implanted: (B)(6) 2020, product type: lead; product ID: 977a275, serial# (B)(6), implanted: (B)(6) 2020, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient had experienced a ¿lack of pain relief¿ associated with the lead migration. The patient did not remember when she first noticed the symptom. The patient was receiving ¿some pain relief¿ at the time of follow-up and was undecided as to whether she would go ahead with a lead revision. It was noted the patient did not recall any circumstances or situations that may have caused or contributed to the lead migration. There were no accidents, falls, or slips. There were no further complications reported or anticipated.

Manufacturer narrative:
Continuation of concomitant products: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: (B)(6) 2024, UDI#: (B)(4); product ID: 977a275, serial/lot #: (B)(4), ubd: (B)(6) 2023, UDI#: (B)(4).

Event description:
The manufacturer representative (rep) reported that on (B)(6) 2021 it was determined via imaging that both leads migrated from the top of c3 down to c5 and c7.¿ the cause of the migration was not known at the time of the report.¿ no symptoms reported.¿ the rep reprogrammed.¿ it was unknow if the reprogramming resolved the issue and it was unknown if surgical intervention would be planned or scheduled.¿ ¿no device issues were reported on the implanted neurostimulator (ins).